Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that the shocking occurred on the left side arm. It was noted that the ins was implanted on the left side. It was noted that this occurred about ¿one month prior to previous visit.¿ it was noted that the shocking jolting occurs when he laid down and ¿about every day or two.¿ the reporter noted that the patient lies down often. It was noted that there was a fall around the same time the shocking and jolting started. It was noted that the patient was programmed unipolar a c+ and 5-, but on (B)(6) 2013 the patient was programed to interleaving. It was noted that after programming the patient¿s wife, reported that it was still occurring. It was noted that interleaving programming both are monopolar. It was noted that the wife believed that it was the implantable neurostimulator (ins) fault. It was noted that the healthcare professional thought that it was an unrelated issue with the ins and a pinched nerve from the fall. It was noted that impedances were normal. It was noted that the patient had an x-ray with no visible issues. It was noted that the patient had extreme tremor after the ins was off for approximately 1 minute. Additional information was requested, but was not available as of the date of this report.